Event description:
The customer reported that a monitor fell and was broken. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a device fell and was broken. No pt harm was reported. In the abundance of caution, philips is reporting this as it is unk whether this fall was related to a product malfunction and not simply an accidental fall. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.